Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. On (B)(6) 2020 the patient¿s friend/family member reported that the patient¿s pump had been alarming. She described the critical alarm and said that it started either yesterday or the day before yesterday. Per the reporter, the patient hadn¿t had his pump refilled because he was recouping from an unrelated back surgery. He had an appointment to see his pump managing physician on monday ((B)(6) 2020). The reporter used the patient¿s ptm (personal therapy manager) to check the alarm but was unable to provide a code. The next refill date showed as (B)(6) 2020 and the last refill date was (B)(6) 2019. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.